Manufacturer narrative:
The device was returned for analysis. The reported ¿resistance was felt when the foot part of the proglide device was inserted into the vessel¿ could not be replicated in a testing environment as it was based on operational circumstances. The reported ¿the suture line fully came out¿ could not be tested/confirmed, due to device components not being returned. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. G2 report source.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after a peripheral arterial occlusive disease interventional procedure. Reportedly, resistance was felt when the foot part of the proglide device was inserted into the vessel wound. After suture deployment, the proglide was removed but the suture line fully came out. A new proglide device was used to achieve hemostasis. No any resistance was noted during insertion of the second proglide device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.